Event description:
It was reported that unstable speed occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. A rotapro 1.75mm was selected for use. Rotational speed was set to 180,000 rpm. During use the rotational speed was observed to be 250,000 rpm. The procedure was completed with a different device. No patient complications were reported.